Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to insert the device over a guide wire was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty inserting and advancing the device over a guide wire include, but are not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot, patient artery anatomy variables). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, the first prostyle suture was deployed, but when attempting to reinsert the wire, it could not be inserted. After several attempts, the distal part of the wire insertion port was cut, and the wire was finally reinserted. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure with two prostyle devices. Reportedly, the first prostyle suture was deployed, but when attempting to reinsert the wire, it could not be inserted. After several attempts, the distal part of the wire insertion port was cut, and the wire was finally reinserted. During guide wire re-insertion, the second prostyle device had an obstruction near the tip, making it impossible to cut. The wire was changed to a 25-inch one, which allowed for reinsertion. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.